Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 2030404-2016-00051, 3008452825-2016-00146, 3005188751-2016-00077, 3005334138-2016-00066, 3005334138-2016-00067. During a pulmonary isolation procedure, a pericardial effusion occurred. As the pulmonary veins were being isolated, the patient became slightly hypotensive and an echocardiogram revealed a small pericardial effusion. No intervention was performed and the procedure was successfully completed. A follow up echocardiogram confirmed the effusion was stable and the patient was admitted to the ccu overnight for observation. The patient was discharge the following day in stable condition. There were no performance issues with any sjm device during the procedure.